Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing infusion supplies, the user experienced hyperglycemia with a blood glucose of 347 mg/dl while away from backup insulin and supplies; troubleshooting guidance was provided to consider a site-related issue and to prepare for potential inset replacement once supplies were available. Symptoms included elevated blood glucose without reported ketone testing or other adverse effects. Outcomes included the need for additional information from the user to complete assessment. Investigation included remote troubleshooting and user education regarding site integrity and backup therapy readiness. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible infusion site issue not yet confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.